Event description:
It was reported that the nurse of the hospital reported to our sales rep that she was observing a surgery procedure. During this procedure she observed that the surgeon has problems with the handle. The surgeon noticed that it is not possible to fix the cutting blocks completely. He took a replacement and could complete the surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.